Event description:
Reporter noted posterior capsule tear while using third party I/a handpiece. When attempting to use third party vit probe to complete anterior vitrectomy, anterior vitrector would not work. Switched out unit to complete case. Customer stated there was no injury to patient.